Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the distributor: device alarms with tf 5507. Event did not occur during ventilation of a patient.